Event description:
Two 7mm biorci screws were broken during insertion. The first screw broke at the head when it reached hard cortex. The second screw broke at the tip. The surgeon removed all fragments and inserted two more screws to complete the procedure. No pt injury.